Event description:
During a PICC line assessment the rn also noted a sticky substance on the IV's 0.2 micron filter cartridge and noted evidence of leaking at the filter vent ports. IV line exchanged and sample sent to biomedical . No packaging was sent with this IV set. Manufacturer response for filtered IV set, primary plum set (per site reporter). This is an on-going issue with these sets.